Manufacturer narrative:
Primary operative notes state the knee came to full flexion and extension with stability at mid flexion. Intraoperative and postoperative radiographs do not indicate root cause. Analysis performed by the interpreting physician reports satisfactory positioning of the implants and postoperative swelling. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Based on the available info, a definitive cause cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing pain. The patient is also reported a possible infection and has never felt the incision healed.